Event description:
On 07-may-2026, a sales representative reported via email that an ar-8979p dx swivelock (3.5 mm x 13.5 mm) experienced an issue during insertion in a ucl repair procedure. During implantation, the anchor body was observed to shift relative to the eyelet, affecting insertion performance and leading to eyelet breakage. The anchor was removed, and a replacement anchor was used to complete the procedure. No additional anesthesia was administered to the patient, and no patient harm was reported. Additional information was received on 15-may-2026: this occurred on (B)(6) 2026. All detached fragments were retrieved. An ar-8979p dx swivelock (3.5 mm x 13.5 mm) was used to complete the case. There was a slight five-minute delay.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.